Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After withdrawing the sheath from the left atrium to the right atrium the patient became hypotensive. An ultrasound was performed and a pericardial effusion was noticed. A pericardiocentesis was performed to drain 520 ml of fluid and the patient was taken to surgery for further intervention. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.